Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor. The pump had cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 295 mg/dl at the time of incident. The customer stated that the screen fogged up and had a small crack. She stated that the pump could have been exposed to sweat thru the crack and the crack was bigger because she bumped the pump. The crack was from being dropped on the tile floor. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.